Manufacturer narrative:
Please note: device (cjs18300 lot# i0806134) is distributed outside the united states. However, it is similar to the united states product cxs18300. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01301 and 9616099-2006-01302.

Event description:
The following report was received from the affiliate: approximately three days following the index procedure the patient complained of chest pain in the hospital. Cag was conducted and thrombus was observed in the implanted cypher at the distal segment of the mid lad. To treat the thrombus, aspiration was conducted and poba was conducted with a 3.0x10mm balloon at 8atms for 20seconds, and 12atms for 25-30seconds. Poba was also conducted on the cypher des implanted at the proximal segment of the lad. Physician's comment: the cause of the thrombotic event was because the stent was under-dilated.